Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0exjp, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that since implant, the patient¿s retention symptoms had not been helped, she was frustrated and wanted to know what to do. It was noted that the patient had a very successful trial and was going to the bathroom normally all the time. The patient couldn¿t understand why she was having so much trouble. The reporter stated that every time the patient was put to sleep or had surgery her bladder went to sleep and it was sensitive. It was reported that the patient had been sore over the weekend and thought that her bladder would ¿perk up¿ after she got the medication and anesthesia out. It was noted that the patient never had therapeutic effect. It was reported that since implant the patient needed to self-catheterize and went to the emergency room on 2014 (B)(6) for a foley catheter. The foley catheter was taken out the day of the report because, it was good for two days. The reporter stated that the patient experienced constipation following implant surgery and thought that the constipation was due to the pain medications she had to take. It was noted that sometimes constipation would cause the patient to need to self-catheterize but she was now over constipation and expected her retention symptoms would be improved. It was reported that the patient had spoken to her manufacturer representative about this a few times since 2014 (B)(6) and they had adjusted and increased stimulation but she was still not urinating. It was noted that the patient had called her healthcare provider (hcp) and the hcp didn¿t seem to be as concerned as the patient was. The patient¿s follow-up appointment was scheduled for (B)(6) but she would try to contact them to get a sooner appointment and try to have a manufacture representative present. It was reported that the patient could feel stimulation just like when she did the trial. It was noted that stimulation was on and set at 1.1. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported that the patient was having constipation since ins was put in 3 weeks ago on (B)(6) 2014 and she had been talking suppositories and other medications to help. The patient saw her hcp last thursday and every thing was ok. The patient mentioned the constipation and hcp recommended more fiber and diet.